Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for novel system implant procedure. During the procedure, it was found that the novel right ventricular lead was exhibiting high, out of range pacing impedance and was failing to capture. The procedure was completed using an alternate lead on (B)(6) 2021. There were no patient consequences.